Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, broken reservoir tube lip, cracked display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 17.4 mmol/l at the time of the incident. The customer reported reservoir lip and crack on the top right corner of the screen. The product was returned for analysis.